Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Additional attempts have been made to the customer to gather additional info. To date, no additional info has been received. If additional pertinent info becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that when they tried to remove the uvc they met with resistance and as they pulled it out it had a break in the catheter that allowed blood to flow out of it. The customer reports that they had to put a stitch in to slow the bleeding. The customer further reports that they had given the baby an additional transfusion of blood.